Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6), 2015, after confirming that the locking cap was in proper position in the 4.5mm x 45mm l-lok polyaxial screw (slp4545), it could not torque down and the tulip head splayed. The screw was removed and replaced with a 5.5mm x 45mm s-lok polyaxial screw that was readily available. A delay to the procedure of 20 minutes resulted.

Manufacturer narrative:
Device evaluation is not possible at this time as the device has not been returned to the manufacturer. Review of manufacturing history records found a total of (B)(4) of this lot were released for distribution in (B)(6) of 2011 with no deviation or anomalies. Review of complaint history did not reveal any previous reports of this nature for the reported lot. A trend for reports of tulip head splay from the (B)(6) was previously identified and a CAPA was initiated for further investigation. Should the complaint product be received and evaluation finds any information that would change the outcome of this report, a follow-up medwatch report will be submitted. Product not returned to manufacturer.